Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on 22-jan-2026. The leakage was at the site. The infusion set was in use for two days. The blood glucose level was 400 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.